Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the lead tip measuring 43.7cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.0-12.6cm from the distal tip. Internal insulation abrasion was noted at 30.1-30.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that high threshold and low sensing were observed. Externalized conductors were suspected. The lead was explanted and replaced.